Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a matrix drawer failure. A field service engineer replaced the plunger to rectify the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer failed on the emergency room station and prevented the user from accessing medication for a patient. This incident did not cause any delays in patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a bad plunger. A field service engineer replaced the plunger to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation system drawer failed on the emergency room station and prevented the user from accessing medication for a patient. This incident did not cause any delays in patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.